Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000100657. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a lead diagnostic revealed high impedances on one lead. During the (B)(6) 2024 ipg replacement, it was revealed one of the leads wires had broken internally. As a result, the lead was explanted and replaced intraoperatively. The investigation was unable to determine the lead that associated with the issue.